Manufacturer narrative:
12/15/1998- supplemental report sent to FDA. Additional info entered in d-9 (product return date). Device evaluation indicated in h-3 and evaluation codes entered in h-6.

Event description:
A small amount of add'l tissue was removed when the duct was re-clipped.